Event description:
It was reported that the patient presented to the operating room for implant procedure. During procedure, high capture threshold was observed on the right ventricular lead. The lead was not implanted, another lead was successfully implanted. The patient¿s status was stable.